Event description:
Following a pta/stent procedure, an angio-seal device was placed. Hemostasis was achieved with the device; however, some of the collagen was exposed above the skin as the femoral artery was superficial. The site was cleaned with betadine and closed with a steristrip (in accordance with the instructions for use), and an opsite dressing was applied to the area. The sales rep advised the physician to leave the collagen in place for 48 hours prior to trimming. That evening, while the pt was in bed (and had not ambulated), he/she developed bleeding. Manual compression was held to the site, and hemostasis was again achieved, following which the pt was noted to have good pulses and a small hematoma. Follow-up on 7/17/97 confirmed that the pt remained without sequelae.